Event description:
The spouse of a (B)(6) male pt contacted zoll customer support to report that his monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the inability to power on is the flash memory failure. The cause of the flash memory failure has been isolated to intermittent connections at flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). The intermittent connections are likely due to fractured solder connections induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement monitor.